Manufacturer narrative:
Reporting institution phone # (B)(6) reporter phone # (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device displayed a higher heart rate than actual following the software upgrade. It was indicated the device is doubling the actual heart rate. It was indicated that patients did not receive any additional medical intervention as the issue was identified during the appointment, so no additional medical intervention was performed. This report addresses event 10 of 10.